Event description:
The account's engineer stated that the foot end caster folded under the bed, causing the caster to buckle. He does not believe the bed frame broke at the weld, but the metal ripped apart. A nurse was injured when the caster buckled. But the extent of the injury or treatment is not known.

Manufacturer narrative:
The hill-rom field technician was told that the bed was placed into a trash receptacle at an off-site warehouse and was denied access to the bed to perform an inspection. The facilities risk manager declined to release information regarding the event.